Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va1046j, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
The consumer reported that when he when he went through the door (possibly electric) at staples office supply, he felt his stim sensation stop. When he left back out the same door, he felt stim again. The patient felt stim at the time of report. There was no fall or trauma related to this issue. The health care professional had not told the patient to keep a voiding diary. This was considered a sudden change in therapy/ symptoms. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.